Event description:
It was reported that the dexcom g7 sensor lost connectivity to the ilet when the user walked away to perform physical activity, while glucose readings continued to display in the dexcom app and later reappeared on the ilet, requiring no further assistance. Symptoms included no reported clinical effects. Outcomes included no adverse health impact, no alerts or alarms, and no hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed a transient communication interruption between the cgm sensor and the ilet consistent with signal loss due to distance or obstruction, with no device component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was user environment and use conditions contributing to temporary signal loss.